Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device - svc code 6) has been confirmed. As received, the response buttons would not activate the device. The cause of the inability to activate the device is a damaged ribbon cable at the front response button. The root cause for the damaged ribbon cable cannot be positively identified. No adverse event resulted from the damaged cable. The patient received a replacement monitor.

Event description:
A pt svc rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the response buttons would not activate the device. The device was displaying svc code 6 - response buttons stuck. The pt was issued a replacement monitor.